Event description:
The pump failed and the pt had been admitted to the intensive care unit of the hosp at 7:30pm with a blood glucose (bg) of 45. The alarm history was reviewed with the pt's mother. There had been several 070 occlusion alarms.